Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an altitude alarm. The contact resumed insulin delivery. The customer's blood glucose level was 220 mg/dl and an insulin injection was used to address the bg level.